Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights- powerled. As it was stated, the device was making grinding noise when twisting the light. Moreover, the paint was chipping from the affected part. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification as grinding of parts due to lack of proper lubrication led to technical deficiency of the device and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. During the investigation it was found that there is no apparent trend in the complaints. The fork shaft requires a lubricant for correct use. Hence the most likely root cause of this excessive weak is a lack of lubricant, and this being the case was confirmed by the technician who visited the facility. Additionally peeling paint is indicated by our product experts to likely be caused by mechanical collision of the light parts. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 20th may 2019, getinge became aware of an issue with powerled surgical light. As it was stated, the device was making grinding noise when twisting the light. Moreover, the paint was chipping from the affected part. There was no injury reported however we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may lead to contamination.